Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced back discomfort following lead replacement surgery on (B)(6) 2017 reference MFR. Report# 3006705815-2017-00203 and 3006705815-2017-00204. X-rays revealed the patient's lead had migrated. Subsequently, the patient underwent surgical intervention wherein the lead was explanted and replaced with a different model. Reportedly, effective stimulation resumed following the procedure.